Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had air bubbles. The blood glucose at the time of the incident was 286. The customer states they are having trouble with the basal resuming after the temporary basal setting is supposed to be done. The customer was contacted a second time and she noted air bubbles were forming in the reservoir. Troubleshooting was not able to resolve the issue, because the customer performed a complete set change to resolve the issues. The device will not be returned for analysis.